Event description:
This is the second of two reports on two different lots involving the same event for the same pt. Two reports are required due to the inability to determine which of the reported lots was specifically involved in the event. Refer to medwatch 9681121-2013-00020 for the first report on the alternate lot reported. A report of a corneal abrasion and an infection associated with contact lens wear was received from an attorney general. A pt reported wearing the air optix night and day aqua lens as extended wear for two weeks and having a corneal abrasion and a "bad infection" as a result. The pt also reported almost "losing an eye" and experiencing vision damage. Follow-up with the pt indicated burning and stinging occurred the morning on the (B)(6) after waking from sleeping in the lenses. The lenses were removed from the eye. The burning and stinging resolved in the left eye; however, it remained in the right eye. Medical attention was sought from an ecp (eye care professional). Pink eye was diagnosed and eye drops were prescribed/given. Two days later, on (B)(6) 2013, the pt went to the ER because the eye was "completely white" and she could not see out of it. Eye drops were provided by the emergency room after the eye care professional could not be reached. Three days later, on (B)(6) 2013, the pt was back in the emergency room and was referred to another eye care professional the next day. A culture was taken on (B)(6) 2013 by the eye care professional and eye drops were prescribed from a "compound pharmacy" one drop every hour and one drop every half hour for seven days. Follow-up occurred on a daily basis for over a month. Medication was suspended on (B)(6) 2013 and follow-up is still occuring for the remaining scar. Additional info was received from the eye care professional that indicates the pt presented with a foreign body sensation, moderate redness, and watery discharge. A corneal ulcer was diagnosed. The ulcer was located peripherally and was 2.4 x 2.2 mm in size. There was a moderate chamber reaction. Infiltrates, of an unspecified size, in an unspecified area, were observed. A culture was performed and the results came back negative. Vigamox was prescribed for use every hour, doxycycline was recommended twice a day, and vitamin c 100 mg, every day. The issue was resolved and resulted in scarring.

Manufacturer narrative:
(B)(4). The lot number was provided and the complaint sample was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Internal control number: (B)(4).